Event description:
Complainant alleged that while attempting to monitor a patient, the device was turned on and automatically started to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.